Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump separated into parts, the user reassembled the device, and the pump would not resume operation. Symptoms included none reported and blood glucose remained within normal range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and review of the device history as available. Investigation of this case revealed a suspected hardware failure related to screen bezel or enclosure separation that prevented device function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure consistent with enclosure separation.